Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure, a system message displayed and the laser shut off. The system could not be rebooted so the case was completed using an alternate system following a delay of 15 minutes. There was no harm to the patient.